Manufacturer narrative:
Additional information was received with the implant date of the valve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted date: the date of (B)(6) 2016 was an approximation of the implant date. It was reported was that the valve was implanted in 2016; thus, the year is valid. (B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years after the implant of this transcatheter bioprosthetic pulmonary valve, progressive stenosis, hemolysis, hyperbilirubinemia and hematuria were noted which resulted in anemia and fatigue. Echocardiogram indicated a valve gradient and right ventricle (rv) pressure over 100 mm hg. Angiography revealed a stent fracture which resulted in obstruction of the valve. A small piece of the stent had dislodged into the distal right pulmonary artery without issue. Subsequently, a bare metal stent was placed to stabilize the flail stent pieces which remained, and another manufacturer¿s valve was implanted, valve-in-valve. No additional adverse patient effects were reported.